Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front right ECG electrode. The area was described as a bruise or burn-like mark. The patient reported that she had this sore from the hospital telemetry and that it was unable to heal due to the lifevest. The patient's doctor place gauze under the patient's breast and beside the electrode to try to dry the area. The final medical outcome of the irritation is unknown.